Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the product was defective. The locking mechanism was not working. Additional information was received form the distributor on (B)(6) 2014 with the following: the product problem was discovered during surgery for a tumor in the near cellar region on a (B)(6) female patient. Date of the event was reported as "in the month of august". After fixing the pin to the skull of the patient in the desired position, the neuro surgeon tried to lock the skull clamp and it was not locking. The surgeon tried three or four times but he could not succeed. There was no injury to the patient since the pins were holding the patient's head tightly. There was a replacement product available to be used. There was a 15 minute delay in surgery due to getting the other a1059 skull clamp. There was no patient adverse consequences as a result of the surgical delay.